Event description:
The medwatch report states, "a size 10.0 oral airway was placed in the mouth as a bite block by the certified registered nurse anesthetist (crna) at the conclusion of a general endotracheal anesthetic. As the patient emerged, he bit down forcibly causing the oral airway device to malfunction. The red colored plastic piece at the front of the oral airway disengaged from the rest of the oral airway and shot ~20 feet across the or as a projectile. Neither the red or clear plastic pieces fractured. No one was hit by the projectile. The piece did not touch a sterile field. The patient did not have any harm and was extubated without issue". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Uf/importer report #: (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacture reported: "as there is no lot number and defective sample an investigation could not be conducted. Testing through soft guedel's stock sample in different possible conditions, and no bite plug shot out issue happened." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Uf/importer report #: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The medwatch report states, "a size 10.0 oral airway was placed in the mouth as a bite block by the certified registered nurse anesthetist (crna) at the conclusion of a general endotracheal anesthetic. As the patient emerged, he bit down forcibly causing the oral airway device to malfunction. The red colored plastic piece at the front of the oral airway disengaged from the rest of the oral airway and shot 20 feet across the operating room as a projectile. Neither the red or clear plastic pieces fractured. No one was hit by the projectile. The piece did not touch a sterile field. The patient did not have any harm and was extubated without issue". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.